Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, a maryland bipolar forceps instrument had a problem conducting energy; the cables were changed, but the issue was not resolved. The maryland bipolar forceps had to be replaced. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the additional information. No thermal damage or arcing were observed during the procedure. There was no report of injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a segment of the conductor wire dislodged from the connector at the back end. The wire insulation was not damaged, and the instrument failed an electrical continuity test. The crimp distance of the conductor wire was measured and was out of spec at 2.422" additional observations not reported by the site that were related to the primary failure is that the instrument was found to have a kinked conductor wire at the proximal end, near the connector. The conductor wire was not exposed as a result. The insulation was not damaged. Components adjacent to this kinked wire do not show damage. The instrument was found to have thermal damage to the yaw pulley near the grip cable at the distal end. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. Field d6 is blank because the product is not implantable.